Manufacturer narrative:
On december 19, 2025, novocure received additional information that the patient was scheduled to be discharged from the hospital on (B)(6) 2025, with plans to resume optune gio therapy the following day. Review of the patient's medical record received january 12, 2026, it was discovered that the patient had been hospitalized from (B)(6) to (B)(6) 2025, due to clinical deterioration characterized by decreased alertness, polyuria, and flank pain. The cause of the reduced vigilance was suspected to be secondary to pregabalin intolerance and pyelonephritis. In addition, the patient experienced pyoderma accompanied by a fever while on optune gio therapy which led to temporarily discontinuing therapy since on (B)(6) 2025. The patient was treated with systemic clindamycin. On (B)(6) 2026, the patient's mother reported that the patient had developed a skin reaction described as multiple pimples with intense pruritus on his entire scalp and neck. Four provided pictures confirmed the presence of the scattered small pustules on the scalp and nape of the neck with mild erythema. Novocure medical opinion is the placement of the transducer arrays to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). The pyelonephritis and secondary symptoms are assessed as unrelated to device use. The skin reaction is related to device use, although assessed as non-serious.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity and subsequent hospitalization cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 41-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's mother informed novocure that the patient was hospitalized that day and temporarily discontinued optune gio therapy. The patient reportedly had extensive itchiness and redness of the skin all over his head, neck and upper body. There were numerous small, pinhead-sized, fluid filled pustules. The cause of the event was unknown at the time of the report. On (B)(6) 2025, the patient's mother informed novocure that the patient was hospitalized again on (B)(6) 2025. The patient was reportedly unwell, but no further information was provided. The patient's prescribing physician was contacted for additional information, but no response was received to date.